Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 10mm on leaflet 3 at the outflow aspect. A 3mm growth of host tissue was also observed between leaflets 1 and 3 at the outflow aspect, causing a gap in the central coaptation region. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. The sewing ring was cut near commissure 2. Additional manufacturer narrative: customer report of pannus-like tissue was confirmed and probable cause of regurgitation was visually observed due to the gap in the central coaptation region. Host tissue restricted leaflet mobility and led to stenosis. Based on the information received the root cause of the event remains indeterminable; however, patient factors likely contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and is currently pending evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral pericardial valve, implanted two (2) years and four (4) months, was explanted due to mitral regurgitation secondary to pannus-like tissue. Per reported information, this valve was originally implanted to correct mitral regurgitation and post-operative echo did not show regurgitation. At implant, the patient¿s native posterior cusp was partially resected (it was unknown which area of the posterior cusp), and the subvalvular tissue was not resected. It was also reported that the patient underwent tricuspid valvuloplasty during the procedure. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient effects reported as a result of the valve replacement. At explant, the device status was reported as ¿pannus-like tissue was detected near p1-p2, and this pannus-like tissue appeared to restrict the mobility of one leaflet.¿ the valve was returned for evaluation.